Event description:
During a pacemaker implant procedure, difficulty was encountered with an oscor endocardial pacemaker lead. The oscor lead. The oscor lead was abandon and the procedure, difficulty was encountered with an oscor endocardial pacemaker lead. The oscor lead was abandoned and the procedure continued with a lead of another manufacturer. During this process, the patient expireddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: mechanical problem, none or unknown, none or unknown, connection or adapter failure loose, corroded, broken set. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.